Event description:
Related manufacturer reference number: 2017865-2022-15663. It was reported that patient presented to emergency room after experiencing fatigue and discomfort. Upon interrogation, it was found that patient's atrial and right ventricular led exhibited noise and high, out of range pacing impedance. Lead fracture was also noted on both leads from x-ray. Both leads were explanted and replaced. The patient was stable.